Event description:
Information received indicates, the side rail center arm was damaged which caused the side rail to not latch.

Manufacturer narrative:
The facilities biomed replaced the side rail ctr arm to repair the bed.